Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. The customer stated that the scroll bar was not moving with no input. Customer also stated that there was no response from any button. The customer reported that the buttons are not responding as quickly or at all. Advised customer that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement and self tests. All the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked.